Event description:
Philips received a complaint on the v60 ventilator indicating that the device went over a large bump and rebooted, logging an 1101 code. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had, since the time of the event, run the device for 24 hours without any alarms, reboots, or unexpected operation. The customer confirmed that a 3007 code was not logged in conjunction with the 1101. The rse advised the customer to reinstall the 3.0 version software and to ensure all internal connections were secure. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 05nov2024, 13nov2024, and 20nov2024 to obtain patient information from the time of the event, confirmation of the customer completing the advised troubleshooting steps, and resolution of the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.